Event description:
On (B)(6) 2012 customer stated that there was a reddish diluent leak (approximately 1 cc) at the top of the needle on the lh500 instrument. Customer reseated the needle and found that the bellows were draining. The leak was contained inside instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and cleared out an obstruction in the needle assembly. This resolved the leak. Fse also performed preventative maintenance on the instrument. No further leaks were reported.

Manufacturer narrative:
(B)(4).